Event description:
The haptic of the lens bent when the lens was being inserted into the pt's eye using the delivery device. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00590 for delivery device used with this lens.